Manufacturer narrative:
Analysis found that visually, the distal tip of the inner cutter broke off. The breakage occurred at the first proximal tooth valley. The portion that broke off was not returned, however it would have measured approximately 0.24¿ in length. The outer assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 3rd proximal tooth while moving in a cw direction which resulted in the observed break. There was minor wear around the circumference of the inner shaft 0.56¿ from the distal face of the inner hub. There was no evidence of concentricity issues or bend in the outer tube. There was uneven wear at the cutting tip as well. Fdm 4114, fdr 3221 and fdc 67 are no longer applicable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that the tip of the inner tube got broken and dropped inside patient's sinus after about 30 minutes into use during a functional endoscopic sinus surgery procedure. The oscillating rpm was about 5000rpm. The hcp noted that it was the initial use of the blade. The doctor took out the blade and its fragment and then used another new blade to complete the surgery. There was no problem with the handpiece because it could function well with other blades. The surgery was delayed for 5 minutes. There was no patient impact or injury.